Manufacturer narrative:
(B)(4). The investigation was completed on (B)(4) 2014. The customer did not return product for investigation. Retain cartridges were tested and are functioning according to specification.

Event description:
On (B)(6) 2014, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result of 0.15 on a (B)(6) year old male patient who presented with chest pains and shortness of breath. There was no additional patient information available at the time of this report. Result: date: method: test time: sample: 0.15, (B)(6) 2014, I-stat, unk, a. 0.00, (B)(6) 2014, I-stat, unk, a. 0.05, (B)(6) 2014, I-stat, unk, a. <0.012, (B)(6) 2014, vitros, unk, unk. 3 consecutive tests on I-stat using same sample > 30 minutes from collection. There were no test result times available at the time of this (B)(6) 2014). The investigation is complete, and no return product was available for testing. Retains testing on I-stat ctni lot# p14113 did not confirm the customer's complaint. There is reason to believe that there was a malfunction based on the information available; however, it was not confirmed through retains testing. There were no injuries reported with this event.